Event description:
It was reported that the user, newly started on the ilet system, experienced a low glucose episode after announcing a meal about an hour late and subsequently paused insulin delivery during the low. Education was provided on correct low glucose treatment, timely meal announcements, and avoiding use of announcements for correction. Symptoms included hypoglycemia with a nadir of 39 mg/dl accompanied by dizziness, lethargy, and shaking/ tremors. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user, and review and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to delayed meal announcement and pausing during a low, with relevance to the user interface and operating procedures. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.this report is being submitted for the user error of insufficient hypoglycemia treatment. A separate report has been submitted under report number 3019004087-2026-43440 for using meals as corrections.